Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an esophageal stenting procedure, deployment difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. An unspecified ultraflex stent was placed several weeks before this procedure. The 23 mm x 10 mm ultraflex esophageal stent delivery sys (sds) was advanced to the lesion. Upon attempting to deploy the stent, the physician experienced difficulty releasing the stent from the sds and the stent did not fully expand. The stent was able to open, however, the stent "bended and kinked like a sheet of paper" and was positioned inside the previously implanted stent. The physician made no attempt to dilate the stent and removed the stent and sds. The stent that had been implanted during a previous procedure was removed utilizing an intragastric balloon tweezers. It was not known how the procedure was completed. The pt's status is reported as "ok".